Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system had a history of twiddlers syndrome. An in persons examination was performed and device data was reviewed. It was noted there was oversensing for the right ventricular (rv) lead. And high capture threshold measurements for the right ventricular (rv) lead. Rv pacing output was increased. It was noted that for the right atrial (ra) lead there was a was a lack of sensing, loss of capture (loc), noisy signals and an increase in impedance measurements. X-ray imaging was performed and it was confirmed the ra lead had become dislodged. The patient was admitted to the hospital but at this time there is no indication a revision has been performed. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information was requested from the field in which it was discovered this patient had expired the same day as the documented clinical observations. It was found that the physician had considered lead extraction and re-implantation of this dislodged ra lead however, the patient was considered high risk and instead transitioned to palliative care. A code was later called after this patient went into a pulseless ventricular tachycardia (vt) and external shocks were provided which were unsuccessful in converting the arrhythmia. Transcutaneous pacing was attempted unsuccessfully. It is unclear if the device had been disabled via a magnet placed over the implant site upon transition to palliative care, at the time of the terminal event. It does not appear a device interrogation was obtained during or after the terminal event.

Event description:
It was reported that the patient with this pacemaker system had a history of twiddlers syndrome. An in persons examination was performed and device data was reviewed. It was noted there was oversensing for the right ventricular (rv) lead. And high capture threshold measurements for the right ventricular (rv) lead. Rv pacing output was increased. It was noted that for the right atrial (ra) lead there was a was a lack of sensing, loss of capture (loc), noisy signals and an increase in impedance measurements. X-ray imaging was performed and it was confirmed the ra lead had become dislodged. The patient was admitted to the hospital but at this time there is no indication a revision has been performed. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.